Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported that exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. Repeatedly throughout the procedure, visualization was lost and the loading screen appeared. The physician unplugged and re-plugged the scope, but the issue was not resolved. A second exalt scope was used to complete the procedure. There were no patient complications related to this event.

Manufacturer narrative:
Block h6 imdrf code a06 captures the reportable event of loss of visualization inside the patient. Block h10 the returned exalt model d single use duodenoscope was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. No evidence of any damage or defect was observed on the shaft or tip of the device. Device imaging was tested by plugging the umbilicus connector into a controller, and a live, clear image was displayed. The image remained on throughout all testing. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on all the available information, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. Repeatedly throughout the procedure, visualization was lost and the loading screen appeared. The physician unplugged and re-plugged the scope, but the issue was not resolved. A second exalt scope was used to complete the procedure. There were no patient complications related to this event.